Event description:
Reporting status: serious injury. Reporting rationale: in-stent restenosis (isr), requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was done in 2007, in which two lesions were treated. A 3.5 x 8mm xience v stent was deployed in the proximal right coronary artery (rca) lesion, which was pre-dilated. A 2.5 x 18mm xience v stent was deployed in the proximal circumflex lesion, which was also pre-dilated. There were no product malfunctions or pt effects noted during the index procedure. However, in early 2009, the pt returned with chest pain or angina equivalent. Angiography was done and the proximal rca was found to have isr. Therefore, a percutaneous transluminal coronary angioplasty (ptca) procedure was done to treat the isr and an additional xience stent was deployed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - restenosis and angina are risks of coronary stenting procedures and are listed in the xience v IFU as potential adverse events. Further, these pt effects, in addition to hospitalization are listed in risk assessment as no-fault post-procedure complications and are not necessarily an indication of a product quality issue. In this case, it is possible that the reported angina is a secondary effect of the restenosis, which was treated with ptca and an additional xience v stent, requiring hospitalization. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.